Manufacturer narrative:
Additional information was received that the reported issue would not affect loss of ventilation. There was no reportable malfunction.

Manufacturer narrative:
Ge healthcare has investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was an error resulting in potential loss of mechanical ventilation during pre-use checkout. There was no patient involvement.